Manufacturer narrative:
The device was returned to olympus for evaluation and found that the device had no image due to a defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the camera head had no image. It is unknown when the issue was found. The patient was not under anesthesia and there was not a procedural delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed because communication failure occurred due to faulty cable. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found after a therapeutic laparoscopic total hysterectomy. The procedure was completed with the same device.